Event description:
It was reported that there was high impedance on the defibrillation coil. A chest x-ray noted no lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4068-45 lead implanted: (B)(6) 1997; 511211 competitor lead implanted: (B)(6) 2009; 310c31 tissue valve implanted: (B)(6) 2009. (B)(4).